Event description:
It was reported that: a slight flow of blood visible between the distal line of the central catheter and the luer hub. This incident is due to a poor connection of the luer hub with the distal line of the catheter. The nurse therefore clamped the distal port and took the 2 ends and that's when the extension line disconnected, leaving the luer hub (male tip) in the distal port of the catheter (female tip). Additional information: the leak was found during a transfusion, there was no leak before that. The reporter immediately clamped and then undid the dressing. The tip of the extension broke and remained in the tip of the port (impossible to unscrew it). So, they removed the cvc. There were no clinical consequences for the patient. They were reported as stable.

Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a slight flow of blood visible between the distal line of the central catheter and the luer hub. This incident is due to a poor connection of the luer hub with the distal line of the catheter. The nurse therefore clamped the distal port and took the 2 ends and that's when the extension line disconnected, leaving the luer hub (male tip) in the distal port of the catheter (female tip).additional information: the leak was found during a transfusion, there was no leak before that. The reporter immediately clamped and then undid the dressing. The tip of the extension broke and remained in the tip of the port (impossible to unscrew it). So, they removed the cvc. There were no clinical consequences for the patient. They were reported as stable.

Manufacturer narrative:
(B)(4).